Event description:
It was reported that approx five months post-implant in the left superficial femoral artery, the stent was observed to be occluded. A secondary intervention occurred to revascularize the vessel.

Manufacturer narrative:
The lot number for the device is unk; therefore, a review of the device history records could not be concluded. The stent remains implanted. The investigation is currently underway. This event is being reported because this device is the same or similar to PMA # p070014, marketed in the united states.